Manufacturer narrative:
Event date: exact date unknown, event occurred in approximately a year ago.

Event description:
It was reported that the patient had to charge ipg more frequently. The patient underwent a battery replacement procedure and doing well post operatively. The explanted device will not be returned per hospital policy.